Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed, and image processor error and the x-ray didn't appear. Review of the log file did not confirm the reported malfunction. The fse checked the system and found that an error had occurred from the image processing enclosure, and it was not possible to emit x-rays because it could not be linked with the system. The analysis confirmed the failure with the ippc and the actual cause of the failure was vga (video graphics array). The fse ordered and replaced the ippc (image processing pc), formatted the hdd (hard disk drive), reinstalled the os (operating system) and applications to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that an image processor error was displayed and x-ray was not possible. The system was in clinical use when this occurred. There was no report of patient harm. A philips field service engineer (fse) inspected the system onsite and replaced the image processing pc which returned the device to use in good working order.